Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique prior to an interventional aortic stenting procedure. Reportedly, a first proglide device was successfully pre-placed. Two additional proglides were attempted; however, the sutures broke at the time of deployment. The aortic stenting procedure was completed. After the procedure, the pre-placed proglide suture broke at the time of knot advancement. Surgical intervention was used to repair the vessel and achieve hemostasis. There was a reported clinically significant delay and prolonged hospitalization due to surgical intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.